Event description:
During a bile duct stone removal procedure, the physician used a fusion quattro extraction balloon. After inflation the balloon ruptured. The physician inserted the device to bifurcation rea of the bile duct to conduct the procedure. Another device was used to complete the procedure. A foreign object did not have to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Eval: our eval of the returned extraction balloon confirmed the report. The balloon material exhibits a split; this was confirmed through a visual examination. It appears that a small portion, approx 3mm in length, of the balloon material is missing from the distal end of the balloon. The condition of the balloon material prohibits balloon inflation and device usage. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the products from this lot remained in inventory. Conclusion: the info provided indicated the balloon was not inflated prior to use. A split or rupture in the balloon material can occur if the balloon was inflated in excess of the recommended inflation volume. The instructions for use direct the user to attach the enclosed syringe to the stopcock (which is attached to the inflation port) to inflate the balloon. A split or rupture in the balloon material can also occur if added pressure was applied during extraction. The instructions for use direct the user to gently withdraw the inflated balloon toward the papilla. The instructions for use contain the following warning: "do not exert excessive pressure on ampulla while extracting stones. If stone does not pass easily, reassess need for sphincterotomy." Prior to distribution, all fusion quattro extraction balloons are subjected to a visual and functional test to ensure device integrity. The functional test includes an air inflation test to ensure proper balloon function. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Customer quality assurance will continue to monitor for complaint trends.